Manufacturer narrative:
Date of event estimated. Correction - section b5 - no intervention was taken on the lead, and therefore not reportable.

Event description:
Additional information received identified that no intervention was taken on the lead and therefore not reportable.

Event description:
It was reported that the patient's ipg was dead and had been dead for a while. The ipg was deemed inoperable. It was also reported the patient had ineffective stimulation, and the system did not help. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Date of event is estimated.